Event description:
It was reported that during a bulla resection procedure, the jaw began not to open after the third firing. It could not be opened by hand. Another device was fired on the patient's side and the first device was removed. The doctor commented that the first and second firings were a little hard. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.